Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pseudoaneurysm could not be conclusively determined.

Event description:
Following a pulmonary vein isolation procedure, the patient developed a pseudoaneurysm. Doppler sonography revealed a pseudoaneurysm in the right groin, for which an injection of thrombin was administered to stabilize the patient.